Event description:
The clinic reported a blood leak in a polyflux 21s dialyzer during treatment. The patient was asymptomatic from the unit to home. There is no reported injury or medical intervention. The customer scrapped the device, so it is unavailable for return to the manufacturer.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.